Event description:
It was reported by the affiliate during a rectum procedure that the device would cut, but stapled partly. Only one side stapled, but it cut. The surgeon finished the procedure with a manual suture. A new surgery is planned in 3 months- a colostomy will be performed on the patient.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.